Event description:
Upon sitting and reclining on the shoulder chair, the back of the chair collapsed, causing pt to fall and hit the left posterior portion of his head on the floor. There was no loss of consciousness, c-spine x-rays and CT scan were negative. Surgery was cancelled and was to be rescheduled for a later date and pt was admitted overnight for observation. He was discharged home 1/20/06 and is doing fine.